Event description:
Customer reported the insulin pump alarmed motor error. Customer's blood glucose was 200 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Motor error alarm during basic occlusion test and unable to prime during prime test due to faulty force sensor resister. Motor passed motor test. The device was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked lcd window.